Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that right ventricular failure was noted after closing the patient during the implant surgery. Inotropes were initiated and a centrimag right ventricular assist device (rvad) was placed. The patient's flows recovered and the patient was transferred to critical care. Low flow alarms and a red heart alarm were also reported.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the reported events (low flow alarms and right heart failure) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 21apr2021. Heartmate 3 lvas IFU, section 1 entitled ¿introduction¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 entitled ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. Additionally, this section cautions that right heart failure can occur following the implantation of the pump. Right ventricular dysfunction may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.